Event description:
It was reported the camera head displayed a poor picture, no longer focuses (blurry image), and became "reddish in between" (poor color tone). The issue occurred during an unspecified procedure. There were no reports of patient harm. The customer reported no further information was available at the time of this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to deterioration of cover unit, water tightness was lost, there was detachment of cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. This issue is addressed in the instructions for use (IFU):** in en-ch-s190-zx-e_gt7453_om_6 is stated ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). To date, the device has not been returned for evaluation. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head displayed a poor picture, no longer focuses (blurry image), and became "reddish in between" (poor color tone). The issue occurred during an unspecified procedure. There were no reports of patient harm. The customer reported no further information was available at the time of this report.